Manufacturer narrative:
The device was manufactured from july 15, 2019 - july 16, 2019. The actual device was received for evaluation approximately 100 ml of fluid in the bladder. A visual inspection was performed using the naked eye showed no evidence of leak inside the bag. The blue winged cap was observed to be securely tightened and no evidence of leak was observed at the blue winged cap. A leak test was performed by filling the bladder with green colored water to the nominal volume. After fill, the unit was being monitored until the next day no evidence of leak was observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor leaked. It appeared the leak was "coming from the top of the pump". The set was filled 4200mg fluorouracil in 0.9% sodium chloride. There was no patient involvement. No additional information is available.